Manufacturer narrative:
Approximate age of device - the centrimag primary console is not a single use device. Approximate age of the device is 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was started on extracorporeal circulatory support on (B)(6)2018. It was reported patient was having major bleeding, location of which was unspecified. Bleeding initially started on (B)(6) 2018 and stopped on (B)(6) 2018. Patient had acute blood loss surrounding right centrimag operation. Bleeding re-started on (B)(6) 2018 and is ongoing to date. According to physician, bleeding was related to hemolysis. However, no diagnosis or tests were carried out to confirm the bleeding. Patient's hemoglobin dropped to 6.8 g/dl from 7.1 g/dl. Anticoagulation regimen included plavix. Patient was transfused with 4 units of packed red blood cells (prbc) and 2 units of fresh frozen plasma (ffp) in one day. Patient remains on ventilator, continues with centrimag right heart support, medication includes norepinephrine for blood pressure support. Cultures report from right pleural drain placed on (B)(6) 2018 are pending. Patient is off continuous renal replacement therapy and is producing urine. Patient is participating in range of motion exercises while on bed rest. It was reported that patient is making steady progress with plans for possible decannulation on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The centrimag blood pump was not returned to abbott for analysis. A direct correlation between the centrimag blood pump and the reported event could not conclusively be established through this evaluation. The centrimag blood pump instructions for use warns that "possible side effects include, but are not limited to: infection, mechanical failure, hemolysis and thromboembolic phenomena. These are potential side effects with all extracorporeal blood systems." The device serial number and/or lot # was not provided; therefore, a review of the device history records could not be performed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, the patient received 1 unit of packed red blood cell (prbc) due to low hemoglobin (7.2 g/dl). Anticoagulants at the time of event include heparin. The centrimag was removed on (B)(6) 2018 and the patient stopped receiving frequent units of blood following the removal of centrimag. The bleed was suspected to be related to centrimag. No further information was provided.

Manufacturer narrative:
Section d3: correction.